Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the oxygen (o2) setpoint and the actual o2 measurement did not match. As mitigation, more blood gases were ran using a blood gas analyzer (bga). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The unit is end of service life (eosl) and can no longer be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.